Manufacturer narrative:
This study patient underwent carotid stent implantation and experienced an episode of hypotension approximately 20 hours post procedure. This is a male with unknown medical history. The target lesion was left internal carotid artery described as non-calcified, non-tortuous and 87% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unknown balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unknown balloon. The patient left the angio suite neurologically intact. Approximately 20 hours post procedure; the patient had an episode of hypotension that was treated with noradrenaline. Blood pressure levels recovered to normal the day after the procedure. According to the physician, this was more likely occurring due to vaso-vagal response. The patient had no neurological symptoms and is out of the hospital now. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Two units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 13344567. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Clinical research has revealed that 40% of patients undergoing cas sustained a reaction secondary to carotid body stimulation during balloon inflation, most commonly short-term hypotension without clinical symptoms, not associated to periprocedural cerebral complications. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event.

Event description:
It was noted that the patient's blood pressure dropped 20 hours after the procedure. Noradrenaline was administered and the patient's blood pressure returned to normal the day following the procedure. According to the physician, this was likely due to a vasovagal response. The patient did not have any neurological symptoms and was discharged. The patient was admitted for a procedure in 2008 with an 87% lesion in the left internal carotid artery. The lesion was pre-dilated. An angioguard was delivered and a precise stent was successfully implanted. The stent was post-dilated at 10atm.